Event description:
During a carotid procedure a v. Mueller vessel loop broke at the distal end of the carotid - a shunt came out and there was significant bleeding which was controlled by clamping the carotid artery and then reinserting the shunt with another vessel loop. There was no negative outcome to the patient.